Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was suspected to be experiencing premature battery depletion. The device has been implanted for approximately one year, and the monitoring voltage is 2.59 v. The patient paces 0% in the ventricle and 6% in the atrium, and the patient has received no shocks. A boston scientific engineer evaluated the save to disk information and performed a longevity calculation, which concluded that this device battery is experiencing premature battery depletion. Based on the available information, the device is expected to reach elective replacement indicator (eri) withing one year. No adverse patient effects were reported.